Event description:
A customer reported contacted beckman coulter, inc. (Bec) to report that the unicel dxh 800 coulter cellular analysis system was leaking clear fluid with a small amount of blood on the specimen tube caps. The customer cleaned the tops of the specimen tubes. The operator was wearing personal protective equipment (ppe) consisting of lab coat and gloves and eye protection. There was no contact with mucous membranes or open wounds. Medical attention was not sought. Sample results were verified on another instrument. No erroneous results were associated with the event and there was no change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse found the rinse and drain tubing on the rinse block had moved back and bound up, causing the rinse block to be out of alignment. The fse pulled the tubing back down. Root cause was the rinse block tubing had repositioned causing the rinse block to be out of alignment. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).